Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: retract previous narrative data statement: "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined." Correct narrative data statement: "the results/method and conclusion codes along with investigation results will be provided in the final report."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01335, 2017865-2020-01336. It was reported that the patient experienced a pacemaker pocket infection and presented in the emergency room. The physician assumed the infection was due to patient's non-compliance post-implant procedure. The system was explanted on (B)(6) 2020. The patient was stable.